Event description:
During laminectomy fusion surgery, instrument malfunctioned and broke off while introducing a screw into the patient. Broken piece of instrument retrieved by surgeon. Surgical team was aware and charge nurse informed.